Event description:
Meter name: one touch basic, strip name: unk, meter code: 6, strip code: 6, strip storage: unk. Symptoms: light headed. The pt reportedly fell due to diabetes. Pt's meter allegedly was prompting "not enough blood" and "not ok". The pt was not able to get a result from the meter. The result on the hospital meter was unk. There is no comparison between the pt's meter and the hospital meter. Treatment was unk. The pt's nurse was going to take pt to the hospital to get pt's blood tested. No further info has been reported.